Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. (B)(4). Analysis found non-conformance in the form of the setscrew being backed out too far.

Event description:
It was reported the setscrew was bad.